Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a pelvic floor repair procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the suture broke during the first deployment of the capio device on the patient's right side. Reportedly, the suture was likely tensioned along the capio device. An attempt was made to find the dart via cystoscopy but the dart could not be located. The procedure was completed with another of the same suture, and another capio slim device as its carrier was also noted to be bent. Reportedly, the patient was fine and she was informed about the dart that was left inside her body.